Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge. A new cartridge was loaded to resolve the issue. Additional information was not received. The customer declined further follow up from tandem technical support.